Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates that the sytem explanted due to sepsis.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information indicates that the system was explanted due to sepsis.